Event description:
B braun y-type blood set v2560. Have had 5 blood sets in the last week that have leaked at the blood pump chamber. Has caused pt contamination possibilities. Just appears to be a manufacturer defect in the blood pump chamber. Lot# 0061084455.